Event description:
A report was received that the patient was not receiving adequate stimulation. The physician believes that the lead was damaged during a non-device related procedure. Patient's data base analysis showed high impedance contacts. A lead revision procedure was recommended.

Event description:
A report was received that the patient was not receiving adequate stimulation. The physician believes that the lead was damaged during a non-device related procedure. Patient's data base analysis showed high impedance contacts. A lead revision procedure was recommended.

Manufacturer narrative:
(B)(6) 2012 additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4). Description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the fractured lead was explanted and was replaced. The ipg was also replaced to accommodate the new lead. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.